Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were signs of tissue and blood on the device and the delivery system was not bent. The emergency release was not implemented. The plunger was not broken and did not advance to the end and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, but there was evidence of mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and there was no intervention required. A repeat procedure was preformed. There was nothing unusual about the patient or the procedure that could have led to the malfunction. An endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. No lubricant was used to facilitate capsule placement. No other known adverse events were reported.